Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had impedances on multiple contacts. X-ray imaging confirmed that the scs paddle lead had not migrated out of the original position. The patient underwent an scs paddle lead revision, was doing well postoperatively and the explanted device was disposed by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had impedances on multiple contacts. X-ray imaging confirmed that the scs paddle lead had not migrated out of the original position. The patient underwent an scs paddle lead revision, was doing well postoperatively and the explanted device was disposed by the facility.